Event description:
While rn was administering insulin using lantus pen and bd autoshield duo needle did not retract completely after administration. Rn noted patient injection site was adipose tissue.